Event description:
It was reported, that the patient reported to the emergency department with shortness of breath, fluid overload and palpitations. Interrogation showed (B)(6) days of atrial fibrillation (af) that terminated spontaneously. Multiple pacemaker mediated tachycardia episodes were also observed. Programming changes were made. The pacemaker mediated tachycardia was resolved, post re-programming. The patient was stable.